Event description:
During a redo atrial fibrillation procedure, a cardiac perforation occurred which required a pericardiocentesis to stabilize the patient. While mapping with the mapping catheter, the physician was going to reposition the ablation catheter to the area for intended ablation but noted that the ablation catheter was not in the left upper vein but that it had perforation the left atrial appendage. The patient's condition began deteriorating and an ultrasound was done which confirmed the perforation. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with the ablation catheter. The patient has since recovered well and is due to discharge home.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded no ablations were performed and the catheters force was not reset. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
This report includes updated device information obtained from files analysis.